Event description:
It was reported by service report that the cord had been smashed and will not plug in the wall. There was pt involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Call cable connector.